Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high threshold was measured at every site attempted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a pacing lead threshold measurements were poor in several attempted positions. It was reported that when the lead was placed in a location with favorable threshold measurements the helix became hard to retract resulting in lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.